Event description:
Device examined by MFR. No faults found. 3400 alleged to have been involved in a fatality. Deceased was admitted to hospital with severe chest pains and placed on 3400 for insulin which may have malfunctioned. Cause of death hypoglycemia. Coroner has requested that user facility investigate - no report from hospital. User facility confirmed that pt death not attributed to any possible malfunction of device [death by misadventure - no blame on device] - no further information available. Initial decision on MDR assessment was not reportable - subsequent review of file has determined this to be a reportable incident.